Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of over 700 mg/dl and diabetes ketoacidosis. Customer was placed in the intensive care unit with insulin drips. Customer stated that they weren't feeling well prior to the hospitalization and they were unable to bring their blood glucose readings down leading to the emergency room visit. It was noted that the customer had a bent needle when removing the set at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. Customer stated that they noticed an occluded cannula. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.